Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle pull off the suture or did the needle break? Was there any additional tissue damage due to searching for the needle? Was an x-ray taken to verify the location of the needle piece? Results of MRI. Location that needle is retained in patient? Has the needle been removed from the patient? Does the surgeon plan to return the patient for needle removal in the future? Has there been any medical or surgical intervention performed? What in the surgeons opinion relating to the factors contributing to the event? What size of the needle is retained in the patient? Was more than half of the needle piece retained in the patient? What is the surgeon opinion of the patient condition due to needle retained in tissue? Patient demographics: patient ID; age or date of birth; bmi. Patient pre-existing medical conditions? Do you have any portion of the needle to return for evaluation? What is the current condition of the patient? Where was the needle grasped (swage, middle, tip)? Lot number of j347h. Will the product be returned for analysis? Surgeons name. Was the initial surgery at (B)(6) hospital?

Event description:
It was reported that the patient underwent a colon resection and partial nephrectomy procedure on (B)(6) 2016 and suture was used. During the procedure, when the suture was being used, the needle broke off the suture and was left in the kidney. The needle was located but it was determined that trying to remove would be more invasive than leaving in the patient. Patient was informed of issue at the time. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the needle pull off the suture or did the needle break? Pulled off. Was there any additional tissue damage due to searching for the needle? No. Was an x-ray taken to verify the location of the needle piece? Yes and the needle was intact in the l renal parenchyma. Results of MRI n/a. Location that needle is retained in patient? L. Renal parenchyma. Has the needle been removed from the patient? No. Does the surgeon plan to return the patient for needle removal in the future? No. Has there been any medical or surgical intervention performed? Unknown. What in the surgeons opinion relating to the factors contributing to the event? Unknown. What size of the needle is retained in the patient? CT-1. Was more than half of the needle piece retained in the patient? Entire needle. What is the surgeon opinion of the patient condition due to needle retained in tissue? No harm. Patient demographics: patient ID; age or date of birth; bmi, (B)(6) 1958. Patient pre-existing medical conditions? L renal tumor and cecal cancer. Do you have any portion of the needle to return for evaluation? No. What is the current condition of the patient? Unknown. Where was the needle grasped (swage, middle, tip)? Unknown. Lot number of j347h. Will the product be returned for analysis? No. Surgeons name dr. (B)(6). Was the initial surgery at (B)(6) hospital? Yes.